Event description:
The hospital reported that while performing pre-use check out, they found a stuck open flow sensor diaphragm that could result in insufficient ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to correct the reported issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).